Event description:
Consumer called to report accuracy issues with their meter. Analysis run on clark error grid using mean average reading (165) as ref. Point vs. Bd readings of 280, 74, 140 yielded data points in the c zone of the grid, outside of acceptable limits.